Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated with manual injection and the infusion set has been changed. Customer's blood glucose value was 178 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 3 weeks prior to call. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have received a motor error in the past and declined troubleshooting. The insulin pump will be replaced and is expected to return for analysis.